Event description:
During a case involving a fibrotic graft to the circumflex (that was done in 1992), which was not predilated, the zeta was placed at the lesion and pressurized to 8 atm. Some residual narrowing was noted and the pressure was taken to 9 atm, 10 atm, 11 atm, and then to 12 atm and the narrowing resolved. At that time a preforation occurred. The pt was hypotensive and was intubated. A stent was advanced though the implanted stent and it overlapped at the distal end, sealing the perforation. Reportedly, the pt is doing well.